Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for dystonia movement disorders. It was reported that the patient is charging too frequently. It was also stated that the patient has a little speech issue. The patient¿s mother stated that every time they check the patient¿s battery level it says the ins is at 50%, never increases or drops. The patient is always on the move so they charge for short intervals where they get good coupling. Technical services reviewed that they likely need to charge for longer intervals of time to see the difference in the battery level. The patient¿s mother was advised to follow up with the patient¿s healthcare provider if they try to charge for longer intervals and do not see the battery status go above 50%. No complications or further complications were reported. Additional information received from the healthcare professional (hcp) reiterated that the patient was concerned about their charging frequency. It was stated that they are not able to charge to the "full extent," with it noted that the patient had the implantable neurostimulator (ins) on at 50% charge. Furthermore, the patient had charged for an hour at a time and weren't getting past 50% so they charged for 1.5 hours and were able to get to 75%. The issue has occurred since implant, and the patient is getting 8 coupling boxes. It was confirmed that patient also has obsessive compulsive disorder and movement disorders which gives them some difficulty with the charging process. The patient is at .1 or .2v with impedances less than 2000 ohms, with it stated that based on the given info there doesn't appear to be an issue with the system , but rather with charge expectations. No further complications are anticipated. Additional information was received from the patient. The patient stated the ins still takes a lot to get passed 50%. They didn't charge the ins for w a while and it got low, so they have been charging it more in the passed month. They couldn't get more than 2 coupling bars. The patient has tried the harness and a sports bra to hold it in for compression. It was stated that the patient has gained weight, and they inquired if that can impact coupling. Patient services reviewed that weight gain can increase the distance between the ins and the antenna, and therefore affect recharging efficiency. During the call the caller stated the patient has been charging for over an hour, they didn't move and the coupling dropped from 2 to 0. The last time the patient charged was 4 days prior with 2 coupling bars and it took hours. Turning the antenna dial and an antenna locate did not resolve the issue. The caller was redirected to discuss the recharging issues with their healthcare provider (hcp) and have them asses the device. Additional information was received from the consumer clarifying that the patient would leave the recharger on for an hour and it would feel warm. No further patient complications have been reported as a result of this event. Additional information was received. It was reported that the device was being twisted or turned which resulted in a revision/replacement. It was also reported that since the battery replacement/revision, the healthcare provider told them that their weight had nothing to do with the recharging issues. The reason for the revision/replacement was because of the recharging difficulties and that the device was twisted/turned. Upon further discussion, it sounded more likely to be a revision, where the battery was moved, however, the caller was not sure. No further complications were reported as a result of this event.